Event description:
Customer reports false positive results for five individuals when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document the false positive result for individual 2. See related cases for alternate false positive results. Individual received a false positive result on (B)(6) 2023 when using the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number, reader sn not provided). Repeat cue covid-19 tests performed on (B)(6) 2023 and (B)(6) 2023 provided negative results. Individual tested negative on (B)(6) 2023 with an unspecified pcr test and with an unspecified covid-19 antigen test on (B)(6) 2023 and (B)(6) 2023. Individual had no symptoms or known exposure. Cartridges were stored within the validated temperature range.

Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false positive test. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.